Event description:
It was reported that when the torque device was placed onto the proximal section of the device, it caused small particles of the coating to flake off. The physician continued the procedure with a similar device. There was no reported clinical consequence to the patient.

Event description:
It was reported that when the torque device was placed onto the proximal section of the device, it caused small particles of the coating to flake off. The physician continued the procedure with a similar device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the polytetrafluoroethylene (ptfe) coating was peeled off along its proximal end 20.5 cm length from its proximal tip. The proximal end of the coating was partially peeled up from the stainless steel corewire. The torque device brass collett markings appeared to be on the guidewire. From the condition of the guidewire, it appeared that the torque device had been dragged down the device. The guidewire distal end did not reveal any abnormalities or any evidence of peeling/flaking in the coating. No anomalies were observed with the hydrophilic coating and no issues were noted during functional testing. The directions for use (dfu) notes to "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of the ptfe, etc)." Based on investigation findings, it is likely that insufficient tightening of the torque device led to the ptfe peeling. Therefore, a root cause of user/use error will be assigned to this investigation.